Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient was not able to see close up but can see far away. The colors appeared vivid, and when tries to read there was a black background which looked like a shadow on the letter and looked as duplicate. It was reported that the lens was displaced and had to be replaced after which there was no problem. The patient had three revisions after the surgery. The lens remains implanted. The symptoms were still continuing. The patient was not hospitalized for the event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating to read the patient was wearing glasses prescribed by the doctor.